Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the maintenance unit had a broken power supply in the back where it plugs in. There were no reports of patient harm.